Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that after being programed to infuse and the nurse went back to check on the patient and reported that the pump rate set was not correct. It is unknown if it was running to fast. There was no harm to the patient.

Manufacturer narrative:
The customer¿s experience of the device found infusing at a wrong rate was not conclusively identified. The customer did not provide the intended rate, time or intended programming. No error or malfunctions were recorded on the device log files on the last day of use. On the reported incident date at 9:38 am the pump module was programmed as a basic infusion at a rate 10ml/h and a vtbi 40ml. A secondary infusion of cefepime (drugid 85), at a rate of 200ml/h and a vtbi 100ml was started. After the secondary infusion completed the same secondary infusion parameters (drugid 85) were programmed again and started at 10:28 am. Ten minutes later the pump module alarmed for occluded patient side and the pump module was channeled off. The pcu event contained no obvious programming errors that could explain the customer¿s reported complaint. Functional testing performed found no anomalies with the returned pump module. The root cause of the complaint that the device was infusing at the wrong rate was not identified.

Event description:
It was reported that the nurse programmed the device to infuse an unspecified medication and left the room. Later, the nurse returned and found that the device was infusing at the wrong rate. It is unclear if the rate was too fast or too slow. The customer further stated that there was no patient impact from the event.